Manufacturer narrative:
H.10: the most likely root cause of the reported event is a pump bearing damage due to environmental conditions in which the pump worked, such as condensation, humidity and high temperatures that led to corrosion of the balls of the bearing preventing the motor shaft from rotating freely.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a defective patient pump which was replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during priming. There was no patient involvement.